Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The issue occured with 5 infusion sets. The leakage was at the site. The infusion set was in use for 2 days. The blood glucose level was 507 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.